Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The product was returned, and the issue was confirmed. The long term log confirms high purge pressure during the case. The increase in purge pressure seen in the logs aligns with heparin being removed from the purge. A visual inspection of the pump revealed a kink in the catheter between the 41 and 42cm marks. A kink in the pigtail was also observed. The catheter was cut open at the kink and it was observed that the purge line was not kinked. The pump was attached to a purge cassette and a console and was run. The high purge pressure was not reproduced. Biomaterial was observed near the outflow after running the pump. Per the results of the clinical review and investigation, the root cause was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, after 18 days the pump was explanted and replaced due to purge flow issues that were not effectively remedied by the placement of tissue plasminogen activator (tpa) in the purge. The team placed a new pump without harm or injury from the interruption in the support.